Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the top of the battery cap was worn. Unrelated to these issues, the bolus button cover was completely detached and missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2014.